Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was not able to run the threshold test, but was able to confirm that the programmer had sluggish performance. Analysis also indicated that the stylus tip was loose and that the keyboard hinge was broken. These parts were replaced, the programmer software was loaded and updated, and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not run the threshold test and was processing the initial reports slowly. Another programmer was used to complete the patient session. The programmer was returned to service. No patient complications have been reported as a result of this event.